Event description:
This lead was attempted, but not implanted, on (B)(6) 11, due to placement difficulty. The physician was dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).